Event description:
It was reported that during a laparoscopic hysterectomy procedure, when the device was used for the third bite the top jaw came off. They opened a second device, retrieved the top jaw. The procedure was completed with the second device. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): added additional information. The instrument was received with the upper jaw detached and the I-blade cracked. The upper jaw was not returned with the instrument. The instrument was tested electrically and it activated as expected when connected to the generator. Due to the returned condition of the instrument not all testing could be performed.there is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws/I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.